Event description:
The customer reported that following a ptca/stent procedure in 1999 the physician attempted to deploy a vasoseal vhd kit size 2. During deployment the sheath kinked and then separated from its hub preventing deployment. A c-clamp was placed on the pt for six hours to atttain hemostasis, and a large hematoma and subsequent pseudoaneurysm developed and the pt was sent to surgery for a vascular repair of the pseudoaneurysm in 1999. No further complications were reported.